Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon interrogation it was noted this implantable cardioverter defibrillator (ICD) was in safety mode which is a mode that provides basic lifesaving shock therapy and basic pacing. It was reported there was pacing at 72.5 ppm and the patient was able to feel this. According to the health care professional (hcp) the patient did not have any radiation therapy or procedures, but did have a tattoo on the chest. Boston scientific technical services (ts) discussed device replacement. Subsequently information was received that the device was explanted and replaced with a competitor's generator. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.